Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-00480 / 00481).

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2012 due to unknown reasons. The patient was further revised on (B)(6) 2016 due to varus alignment of the tibial component.